Event description:
It was reported that customer experienced cartridge errors and occlusions with pump. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no additional troubleshooting or corrective action was documented, and no further information was obtained regarding outcome of event.